Event description:
A healthcare provider (hcp) later reported that the patient had undergone a subsequent catheter revision and was doing very well and was receiving effective care at that time. The hcp also provided logs dating from (B)(6) 2010 to (B)(6) 2013. On (B)(6) 2013, notes in the logs indicated the pump was checked and the catheter was re-positioned. Per the manufacturer¿s device registry, the catheter was removed on (B)(6) 2013 and was replaced with an 8780 catheter.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's catheter scheduled to be revised "due to mal-position." The revision was scheduled for (B)(6) 2013. There were no patient symptoms or injuries related to this event. It was later reported that the medications used within the system were sufentanil, bupivacaine, and clonidine. The patient experienced incomplete pain control. Per the patient's physician, the catheter tip was too low in the intrathecal space, and he wanted to move it higher. The 8709 was removed (it was intact and still flowing) and was replaced with an 8780. The tip top was placed at t12. The patient was noted to be doing fine post-op.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6); product type catheter.